Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and absorbable straps were used to fixate the mesh. The patient developed a recurrent hernia. During the re-operation it was noted that the mesh was not in proper position. A strap was in the abdomen on top of the mesh. The procedure was completed using an open technique. The hernia was reduced and sutured. A different mesh was implanted reinforced the defect. The surgeon opines that the patient has complicating factors such as a respiratory condition. Also, the lateral abdominal muscles are further apart, so there is less support.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02787. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).